Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the iliac artery. A 8x60x75 epic¿ vascular stent was selected to treat the lesion. However, when the device was removed from the sterile pouch and was checked, it was noted that the stent had been deployed already. The safety lock had not been unlocked. The procedure was completed with a 8mmx80mm epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an epic stent delivery system (sds) and nothing else. The safety lock was on at the time of return and the stent was seen to be partially deployed a total of 8mm. Blood and contrast were in the tip as well, which means that the device was most likely introduced into the body. The safety lock was attached at the time of analysis in a normal position. The bumper was in the normal position and the gap was within specification. The bond gap and bond dimension were within specification. All wall and tubing dimension were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the iliac artery. A 8x60x75 epic¿ vascular stent was selected to treat the lesion. However, when the device was removed from the sterile pouch and was checked, it was noted that the stent had been deployed already. The safety lock had not been unlocked. The procedure was completed with a 8mmx80mm epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).